Event description:
It was reported that this right atrial (ra) lead was explanted as it was showing elevated pacing thresholds and noise. A new ra lead was implanted at the same procedure. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Pending approval.

Event description:
It was reported that this right atrial (ra) lead was explanted as it was showing elevated pacing thresholds and noise. A new ra lead was implanted at the same procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned . The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 220 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with environmental stress cracking. Analysis concluded that the clinical observations of high capture threshold and noisy signals allegations were likely caused by the confirmed fracture. This investigation will be updated should further pertinent information be provided.